Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had been doing yoga, but was sure that was ok. The patient had painful stimulation and the therapy was on. There were no falls or trauma that could be related to the issue. The patient was set on program 3 at 1.2v, but they had to decrease stimulation due to pain in the testicle. The pain was due to a sudden change in therapy or symptoms on (B)(6) 2015-. The patient decreased stimulation to 1.1v, and then to 0.9v, and was currently set on 0.8v and still had discomfort in the testicle. The patient would decreased to 0.7v and see how that felt. The patient was scheduled to see their health care provider (hcp) on (B)(6) 2015. The patient would bring the patient programmer with them to the hcp's office. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.